Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. Reportedly, the gore® excluder® internal iliac component implanted was now occluded.

Manufacturer narrative:
H6, health effect - clinical code: added code 2422. Additional devices involved in this event: gore® excluder® iliac branch component ceb231410/22401825. UDI: (B)(4). Gore® excluder® contralateral leg component plc271400/22106822: UDI: (B)(4). H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. Updated imaging evaluation summary: two time-points available for evaluation: intra-operative angiogram images dated (B)(6) 2020 and post-implantation computed tomographie angiography (cta) dated (B)(6) 2020 were available for an imaging evaluation. Intra-operative angiogram images dated (B)(6) 2020 appear to show: 11:15:15- image appears to show a non-deployed ibe ipsilateral limb in what appears to be the left external iliac artery. 11:27:04 and 11:27:32- there appears to be a deployed device in what appears to be the left internal iliac artery. There appears to be ballooning at the ibe gate and internal iliac component. 11:28:20- images appears to show flow through the internal iliac component and distally. 11:52:32- an excluder® device appears to be deployed just distal to the left renal artery on the 11:52:32 projection. 12:28:48 through 12:31:58- there appears to be ballooning at multiple location throughout the implanted devices. 12:35:53- there appears to be delayed flow into the device in the left internal iliac artery. There appears to be irregular filling in the left internal iliac artery. 12:38:10- on this final angiogram run received, there appears to be delayed filling into the device implanted in the left internal iliac artery. Post-implantation cta images on (B)(6) 2020 appear to show: there appears to be air-like densities within the aneurysmal sac. This can be an indicator of infection but I cannot confirm this is the definite explanation of this finding. Possible thrombus within the proximal-mid ibe trunk in the lci. The internal iliac component in the left internal iliac artery appears to be occluded. There appears to be device within the flow lumen at the level of and distal to the flow divider of the ibe on the side of the internal iliac component. The ¿bridging¿ device (contralateral limb) appears to be ~12cm in length. B5, describe event or problem: updated content. H6, health effect - clinical code: removed code 4580.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an aneurysm of the left common and internal iliac arteries and was therefore treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. During the procedure, a branch of the internal iliac artery was reportedly plugged while a second branch was selected as the target vessel for a gore® excluder® internal iliac component hgb161207. On (B)(6) 2020, follow-up computed tomography imaging identified that the implanted hgb161207 component was now occluded. Also, it appears that there was a possible thrombus in the gore® excluder® iliac branch component ceb231410 proximal to the hgb161207 component. On march 25, 2021, additional information was received from the physician who retrospectively had revisited the case, stating that the gore® excluder® contralateral leg component plc271400 implanted proximally to the ceb231410 device was likely placed too low, pointing to a potential contributing reason for the occurrence of thrombi distally.